Event description:
It was reported that a week post implant the ventricular lead showed low impedance, low sensing, high threshold and the patient had pericardial pain symptoms. X-ray showed a dislocated and possibly perforated lead. Therefore the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.